Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had stopped working and that the device was no longer pacing. Boston scientific technical services (ts) explained to the patient how to send a patient-initiated interrogation (pii). To date, this device remains in service. No adverse patient effects were reported.